Event description:
During a reprogramming session, the patient experienced a strong shock that made her jump. The patient also felt pain from her vagina into the top of her right leg. That day, the patient was unable to walk due to severe pain in the right up. The patient has had continued right hip pain. The patient was re-directed to her physician. Additional information has been requested.

Manufacturer narrative:
(B)(4).